Manufacturer narrative:
Device evaluation summary: device evaluation summary of monitor sn (B)(4) has been completed. Upon evaluation, the battery connector (j1) on the defibrillator board was broken. The cause of the discrepancies with the pt's wear time cannot be positively determined but may be attributed to the broken battery connector. A broken battery connector may cause an intermittent connection to form between the monitor and battery. The root cause of the broken connector cannot be positively identified but was likely excessive force when the battery was mated with the monitor. No adverse event resulted from the damaged battery connector.

Event description:
During investigation into a pt's compliance time, a reportable problem was discovered. The battery connector in the monitor was broken. The pt had previously ended use due to 'planned finish'.